Event description:
There was an allegation of questionable hdl results from the cobas 8000 c702 module. The samples were repeated on (B)(6) 2025. Sample 1 initial result was 7.5 mg/dl, and the repeat result was 33.8 mg/dl. Sample 2 initial result was 1.3 mg/dl, and the repeat result was 73.30 mg/dl. Sample 3 initial result was 9.6 mg/dl, and the repeat result was 47.90 mg/dl. Sample 4 initial result was 3.0 mg/dl, and the repeat result was 53.70 mg/dl. Sample 5 initial result was 0.20 mg/dl, and the repeat result was 40.4 mg/dl.

Manufacturer narrative:
The reagent lot number was 850618. The expiration date was 30-jun-2026. The analyzer alarm trace showed multiple clogging and/or aspiration errors from the sample probes on the day of the event. The field service engineer found a damaged vacuum tube on the rinse arm. He replaced the tube and checked the wash parts and photometer. He ran calibration and quality controls that were acceptable. The investigation determined that the service actions resolved the issue.